Event description:
It was reported that when hcp interrogated the implantable neurostimulator (ins) all the settings were cleared. Rep said the pt was not aware that her stimulation was off. Hcp re-entered all the therapy settings and the dbs therapy started working again. Rep report pt had a biopsy right over the dbs ins. Rep was not aware of any error message or warning message that the dr received when he in terrogated the ins. Therapy is working now and the rep will meet the pt at the next doctor appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.